Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 200cc saline catalog #3502200 lot #5680599 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent with mentor smooth round moderate plus profile 200cc saline breast prostheses. Loss of volume on the right breast prosthesis and bilateral capsular contracture baker grade ii were diagnosed during physical examination. As a result, the patient underwent bilateral removal on (B)(6)2018. This medwatch form is for the right breast prosthesis.